Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer able to complete rewind. Customer experienced unexpected restart alarm after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and a21 error test. No unexpected a21 alarm noted.